Manufacturer narrative:
(Product information) and (510k) are unknown; no additional information was received. No lot number was provided; therefore, a device history record (DHR) review could not be completed. No product sample was received; therefore, visual and functional testing could not be performed; the reported issue could not be confirmed; and root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that two cassettes were defective. The cassette was replaced by the backup, and the infusion continued successfully. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: 3012307300-2022-06031. The report was submitted in error.